Event description:
It was reported that a bridge bolus was not performed at a refill visit when the lioresal concentration was increased from 500 mcg/ml to 2000 mcg/ml. The nurse contacted the pt to return to clinic for reprogramming; later that day the nurse called technical svcs and was assisted in calculating the volume of drug delivered in 7.5 hrs and the new bolus volume. The hcp reported that the pt did not have any symptoms and was doing fine.

Manufacturer narrative:
.